Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; output connector assembly was broken. It could not be confirmed that the battery drawer needed repair. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a chipped atrial port and the battery door needed repair. The epg has been returned for repair and calibration. No patient complications have been reported as a result of this event.